Event description:
We have had a total of 3 events because of low or no tidal volume. A pt had tracheostomy due to failure to wean. Ventilator alarming no tidal volume and low minute ventilation. Air placed in cuff and then ventilator began to alarm again. Increasing respiratory distress, difficulty bagging sats dropping. Pt coded and required reintubation. Vent continually alarming, increased work of breathing and no tidal volumes noticed. Respiratory therapy manually bagged pt and attempted to reinflate. Used pilot repair kit, which did work. We continue to identify issues with air leaks.